Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (400 mg/dl). Customer changed out the infusion set cannula and delivered an insulin bolus. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made for customer to consult health care provider regarding possible factors that can contribute to elevated bgs.